Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2019 and suture was used to make a fascia closure. During the procedure, the surgeon passes point and the needle is broken in half. The procedure was paused and the surgeon looked for the fragment without finding a reason for which wide incision, is sought in cavity and adipose tissue but the fragment is not found. The surgeon palpated the fragment in the plane of adipose tissue but it was not possible to remove it for this reason. The surgeon proceeded to closure of the cavity and an rx plate will be made postoperatively. No reintervention had to be made to the patient. The patient is in good condition. There were no adverse patient consequences reported. No additional information was provided.